Event description:
It was reported that during service / maintenance (not in a clinical setting), the bronchovideoscope had a noised screen. There was no patient involvement.

Manufacturer narrative:
E1 - completed initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.